Manufacturer narrative:
On 12/16/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: 2 boxes of blades returned new and unopened. The blades were tested within specifications. Without knowing how much pressure was used on the blade while performing the procedure, the complaint report cannot be confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: shipping damage variance authorization / deviation history: there is no applicable variance authorization / deviation history engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: opened (B)(6) 2009. Health hazard evaluation history: none conclusion: the complaint report has been unconfirmed; testing within specifications.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports blades keep breaking. On (B)(6) 2015 customer reports blade broke when cutting gum tissue, no harm done, piece easily retrieved. Event occurred in (B)(6); no further information.